Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the proximal to mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when there was an attempt to increase the pressure up to 4atm. Subsequently, it was suspected that the hole might be caused by calcification. The procedure was completed with another of same device. No patient complications were reported.